Event description:
A malfunction was reported on the pump, but there were no notable events that occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and was instructed to report if the malfunction code appeared again. The customer understood and acknowledged the instructions.